Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery sheath. During procedure, it was noted that the occluder could not unfold properly in left atrium (la) and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. It was replaced with a new 25-18mm amplatzer talisman pfo occluder. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was some delay during procedure as a result of preparation a new device and replaced the deformed one. The patient remained hemodynamically stable throughout the procedure. The patient was reported discharged.

Manufacturer narrative:
An event of device deformity during device preparation was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a